Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their act button was stuck. The mother also reported the backlight was turning on without input from the customer. Customer's blood glucose was 357 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. The pump also had minor scratches on the lcd window. No button error alarms or display ramping on its own was noted.